Event description:
The technician reported the left foot brake caster is not holding when the brake pedal is engaged. The stretcher was located in the bed shop on the 3rd floor of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake mechanism where the hex rod attaches is not holding the hex rod securely when the brake pedal is engaged. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The left foot brake caster was replaced by the technician to resolve the issue. Based on this information, no further action is required.